Manufacturer narrative:
The complaint sample was not available for return. The batch record, analytical testing, and retain samples were all examined for lot # h070001. Nothing from a product quality standpoint was found that could have contributed to the ice crystals.

Event description:
Elevated liver function tests [liver function test abnormal]. Case description: information was received regarding a male pt of unk age who experienced liver function test levels in the 17,000's post-transplant. It was reported that after the liver was stored in the viaspan solution and transported to the recipient, ice crystals were found on the top of the solution, which melted right away. It was stated, the storage temperature is unk. The surgery was completed with no complications. It was also stated that the reporter believes the ice crystals were because of a packaging problem and the event was not related to viaspan. As of 2007, the event is improving.